Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A microscopic analysis and leak test were performed which identified one curved opening striated and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage.

Event description:
The device was explanted.

Event description:
Healthcare professional reported "particles in valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.